Manufacturer narrative:
Manufacturing lot build review: a review of the mfg. Lot build database for the reported lot# 3235877 (mfg. 03/2016) showed (B)(4) units were mfg. Tested, inspected & released. There were no exception documents generated during the lot build. Device not returned.

Event description:
Int'l. (B)(6) complaint received reporting leakage issues with use of medcomp (B)(4) / gambro bloodline evosys and d1000 tego connectors. The initial information received reports on (B)(6) "...chlorexidine interdialytic lock solution was used on the tego... Beginning of treatment... Blood leak with the tego cap after the dialysis session; drop by drop by the orifice..." The tego connector was removed, replaced and discarded. There were no reported serious pt. Injuries and or adverse outcomes.